Manufacturer narrative:
The device was disposed in the hospital.

Event description:
A mechanical thrombectomy within the left posterior cerebral artery (pca) using the retrieval device (subject device) was performed with a thrombolysis in cerebral infarction (tici) score of 2b. However, imaging revealed a small filling defect in the middle part of the basilar artery (ba). The ba began to occlude again and integrilin was infused intra-arterially. Following the angioplasty, one stent was placed across the ba and another stent was placed across the vertebral artery (va) in a y-configuration to treat the occlusion. Subsequent angiography showed patency of all major vessels. However, the same day post procedure, imaging found a subarachnoid hemorrhage (sah) in the interpeduncular cistern and posterior to stents at the junction of the medulla and pons. In addition, intraventricular hemorrhage (ivh) was observed with a new left pca infarction and later an obstructive hydrocephalus. An external ventricular drain (evd) was placed to treat the hydrocephalus. An unspecified medical treatment was performed during hospitalization. Nine days post procedure; the patient developed an acute respiratory insufficiency and circulatory shock and three days later died. It was also reported that the sah was assessed as a reperfusion injury and was related to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke, hydrocephalus and death are known and anticipated complications to these types of procedures and are listed as such in the device directions for use and/or device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
A mechanical thrombectomy within the left posterior cerebral artery (pca) using the retrieval device (subject device) was performed with a thrombolysis in cerebral infarction (tici) score of 2b. However, imaging revealed a small filling defect in the middle part of the basilar artery (ba). The ba began to occlude again and integrilin was infused intra-arterially. Following the angioplasty, one stent was placed across the ba and another stent was placed across the vertebral artery (va) in a y-configuration to treat the occlusion. Subsequent angiography showed patency of all major vessels. However, the same day post procedure, imaging found a subarachnoid hemorrhage (sah) in the interpeduncular cistern and posterior to stents at the junction of the medulla and pons. In addition, intraventricular hemorrhage (ivh) was observed with a new left pca infarction and later an obstructive hydrocephalus. An external ventricular drain (evd) was placed to treat the hydrocephalus. An unspecified medical treatment was performed during hospitalization. Nine days post procedure; the patient developed an acute respiratory insufficiency and circulatory shock and three days later died. It was also reported that the sah was assessed as a reperfusion injury and was related to the procedure.